Event description:
On (B) (6) 2010, pt reported he has been having issues with air bubbles forming in the insulin cartridge over time and now his blood glucose hasn't been normal. Pt stated when he fills the insulin cartridge and primes, there are no air bubbles. Pt reported he just noticed an air bubble. Pt stated the bubble is at the top but sometimes it can be at the bottom at the insulin cartridge but he can tap it to the top. Pt reported the adapter has not been changed in about a year. Advised the adapter needs to be changed with every 10th cartridge change. Pt stated the insulin is cold when he fills the cartridges. Advised to let the insulin warm up to room temperature before filling it. Unable to troubleshoot during the call. Pt reported he had blood glucose reading this morning of 58 mg/dl which was low for him and now his reading is 270 mg/dl which is high for him. Pt's normal blood glucose range is 70-130 mg/dl. Pt stated he was able to treat himself for the low and the elevated readings. Pt stated the insulin is cloudy, but it looks normal to him. On a follow up call on (B) (6) 2010, pt reported he had received the replacement product and has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.